Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that down arrow button was not responding. Customer changed the battery and the buttons is still not functioning. Nothing further reported.

Manufacturer narrative:
The buttons on the insulin pump responded properly. No moisture damage on keypad traces noted. The device had minor scratched display window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.